Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ crease/folding of implant: observed. ¿ cyst(s): unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. As per the investigation procedures an opening was observed and assessed as surgical damage. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side siliconoma and capsular contracture, baker grade iii. Patient reported radial fold, knot in the lymphs, anxiety and cyst (deemed not device related). The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and granuloma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, granuloma & migration.

Event description:
Healthcare professional reported, left side siliconoma and capsular contracture, baker grade iii. Patient reported, radial fold, knot in the lymphs, anxiety and cyst (deemed not device related). The device has been explanted and replaced with a non-allergan device.